Event description:
It was reported that the patient presented for in-clinic follow-up. An interrogation of the device found over-sensed noise and high capture threshold was exhibited by the right atrial lead. The patient was scheduled for lead revision, and the lead was capped and replaced on (B)(6) 2022. The patient was discharged.